Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly reset itself multiple times. As a result, defibrillation therapy may not have been available, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio provided the customer with a repair quote. The customer decided not to have the device repaired and requested that it be returned to them unrepaired. The device was returned to the customer without being repaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly reset itself multiple times. As a result, defibrillation therapy may not have been available, if it was needed. There was no report of patient use associated with the reported event.